Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. A review of event history log revealed a primary infusion of calcium gluconate and a monitor motor stall (system error 20602); the system error is an indicator of misloading and can cause infusion failing to start/underinfuse. During functional testing, the reported issue "not infusing" was not reproduced. A functional flow rate accuracy test was performed with no issues noted. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through the event history log. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.